Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was discovered with a sealing defect. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was discovered with seal issues at the pouch. The actual device was returned for evaluation. The manufacturing lot number and photographic evidence was also provided for review. Analysis of the finished good lot number was reviewed. No non-conformance's for this issue were noted during the manufacturing process. A review of the sample confirmed the seal issue of the product. This product is packaged on a machine where rulers and labels are auto-loaded and the markers are manually loaded into the recess pockets of the form, fill, and seal machine. This machine can lead to mis-aligning of material in the pockets and the operator checks for alignment (seated) within the pockets. Therefore, the root cause for the sealing error are attributed to operator error. Production supervisors were notified of this issue during the daily update meetings. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was discovered with a sealing defect. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).